Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.5ml 31ga 6mm 10 bag 500 nla had foreign matter before use. The following was reported by the initial reporter: "reviewing in detail the sp that nichos returned for hair, we review it and if the hair comes in the silicon that the sp sticks."

Manufacturer narrative:
H6: investigation summary: photographs were received in which it is observe a black fiber (possible hair) adhered to one of individual box cover. The customer defect reported is confirmed, however is important to mention that is not possible to ensure that the black fiber is a hair without the physical sample to investigate. During the documentary review, no quality events records were found during the packaging product, the batch were inspected and later released in accordance with the valid work instruction. H3 other text : see h10.

Event description:
It was reported that a syringe 0.5ml 31ga 6mm 10 bag 500 nla had foreign matter before use. The following was reported by the initial reporter: "reviewing in detail the sp that nichos returned for hair, we review it and if the hair comes in the silicon that the sp sticks."